Manufacturer narrative:
Vyaire medical file identification: (B)(4). Trouble shooting steps done. Checked the ventilator with proper tubing and test lung, and found that the ventilator is giving above mentioned alarms. Checked and crosschecked flow sensor exhalation valve body, diaphragm and also cleaned pressure sensing line. Checked and replaced internal pneumatics tubing, but still problem not solved. Done transducer test and found all transducer passed. Done the calibration of exhalation pressure, turbine diff pressure, & exhale. Diff. Pressure. Finally crosschecked with working main pcb with kit and found that the machine is working satisfactorily without any alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that a vela cf ventilator is showing vent inop, motor fault, circuit fault, low pip, low ve alarms continuously issues on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.